Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd 10ml syringe there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: dust and insects seen inside 10ml luer lock syringe.

Manufacturer narrative:
Medical device catalog: 303064. Medical device lot #: 8213075. Medical device expiration date: 2023-07-31. Unique identifier (UDI) # (B)(4). Device manufacture date: (B)(6) 2018.

Event description:
It was reported that before use of the bd 10ml syringe there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: dust and insects seen inside 10ml luer lock syringe.

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. Upon visual inspection it was observed that there was a brown foreign matter inside of the syringe; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The foreign matter was subjected to fourier transform infrared spectroscopy test (ftir) to determine what type of matter it was. The results shows that the spectrum of the foreign matter matches reasonably with that of cellulose. Paper, wood, cotton and similar materials are composed of cellulose. Based on the investigation, the foreign matter could have been transferred from the manufacturing environment during handling or assembly processes. A communication will be conducted to all manufacturing associate to raise awareness on the non-conformance, proper gmp and housekeeping procedures.

Event description:
It was reported that before use of the bd 10ml syringe there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: dust and insects seen inside 10ml luer lock syringe.